Event description:
It was reported the implant had moved from left to right and was causing the patient a ¿great deal¿ of pain. This began two months prior and the patient wanted the device removed. Two days later it was also noted that it ¿never worked¿ in addition to causing pain. The patient wanted the device removed because it ¿never helped her.¿ it was stated there were no side effects, but the patient had been in bed in pain ever since implant. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v800436, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).